Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller in resetting it, and verified that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the caller acknowledged and understood.